Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x2, leads, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that at the patient¿s post operative check the left ventricular (lv) lead had elevated pacing thresholds. It was noted that there was no capture when using lv ring as the cathode. Lead migration was suspected. Reprogramming was done to ensure biv (biventricular) pacing was available if ventricular pacing was necessary, and the lead remains in use. No patient complications have been reported as a result of this event.